Event description:
It was reported that the pharmacist at the hospital reported the following event, "the pt was progressively a genu recurvatum with laxity. It was decided to proceed to a partial revision surgery of the prosthesis."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.